Event description:
It was reported that review of a merlin.net transmission revealed the pulse generator exhibited backup vvi operation. The patient complained of feeling nauseous and pocket stimulation. On (B)(6) 2017 the patient presented to the clinic for troubleshooting. The device was successfully reprogrammed and the patient was noted to be in stable condition and no longer experienced symptoms.